Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ('migration of essure device location of device: uterine cavity'), pregnancy with contraceptive device ('pregnancy (stillbirth or miscarriage)') and abortion spontaneous ('miscarriage') in a 36-year-old female patient who had essure (batch no. B53033) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included parity 3 ((B)(6) 2001, (B)(6) 2004, (B)(6) 2013), multigravida, anemia, headache, absence of menstruation, myositis, myalgia, dermatitis, eczema, iron deficiency anemia, threatened abortion, fever, gallbladder disease and irritable bowel syndrome. Previously administered products included for an unreported indication: ferrous sulfate, iud, norethindrone and cymbalta. Concurrent conditions included fibromyositis. Concomitant products included folic acid, hydrocodone bitartrate;paracetamol (norco), ibuprofen since (B)(6) 2013, ketorolac, magnesium oxide (mag oxide), norethisterone (norethindrone), nystatin;triamcinolone and paracetamol (acetaminophen) since (B)(6) 2013. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2013, the patient experienced pelvic pain ("physical pain/ pain."), vaginal haemorrhage ("abnormal bleeding (vaginal )"), menorrhagia ("menorrhagia"), depression ("psychological or psychiatric problems condition: depression,") and anxiety ("psychological or psychiatric problems condition: anxiety and mental anguish"), 1 month after insertion of essure. On (B)(6) 2014, the patient experienced device expulsion (seriousness criteria medically significant and intervention required). On (B)(6) 2016, the patient experienced vaginal infection ("infection (bladder/urinary tract/vaginal) type: vaginal"). On (B)(6) 2016, the patient was found to have a pregnancy with contraceptive device (seriousness criterion medically significant). On an unknown date, the patient experienced abortion spontaneous (seriousness criterion medically significant). The patient was treated with surgery (essure device removal scheduled date: (B)(6) 2019). Essure was removed on (B)(6) 2019. At the time of the report, the device expulsion, pregnancy with contraceptive device, abortion spontaneous, pelvic pain, vaginal haemorrhage, menorrhagia, vaginal infection, depression and anxiety outcome was unknown. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 4, para 3. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first and second trimesters. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abortion spontaneous, anxiety, depression, device expulsion, menorrhagia, pelvic pain, pregnancy with contraceptive device, vaginal haemorrhage and vaginal infection to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2014: essure device was successfully occluded; on (B)(6) 2014: total bilateral occlusion unilateral occlusion (left tube occluded) unilateral occlusion (right tube occluded). Concerning the injuries reported in this case, the following one were described in patients medical record: vaginal bleeding. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 4-jul-2019: quality safety evaluation of ptc. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ('migration of essure device location of device: uterine cavity') and abortion spontaneous ('miscarriage') in a 36-year-old female patient who had essure (batch no. B53033) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included parity 3 ((B)(6) 2001, (B)(6) 2004, (B)(6) 2013), multigravida, anemia, headache, absence of menstruation, myositis, myalgia, dermatitis, eczema, iron deficiency anemia, threatened abortion, fever, gallbladder disease, irritable bowel syndrome and irritable bowel syndrome. Previously administered products included for an unreported indication: ferrous sulfate, iud, norethindrone and cymbalta. Concurrent conditions included fibromyositis. Concomitant products included folic acid, hydrocodone bitartrate;paracetamol (norco), ibuprofen since (B)(6) 2013, intrauterine contraceptive device (iud nos), ketorolac, magnesium oxide (mag oxide), norethisterone (norethindrone), nystatin;triamcinolone and paracetamol (acetaminophen) since (B)(6) 2013. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2013, the patient experienced pelvic pain ("physical pain/ pain."), vaginal haemorrhage ("abnormal bleeding (vaginal )"), menorrhagia ("menorrhagia"), depression ("psychological or psychiatric problems condition: depression,") and anxiety ("psychological or psychiatric problems condition: anxiety and mental anguish"), 1 month after insertion of essure. On (B)(6) 2014, the patient experienced device expulsion (seriousness criteria medically significant and intervention required). On (B)(6) 2016, the patient experienced vaginal infection ("infection (bladder/urinary tract/vaginal) type: vaginal"). On (B)(6) 2016, the patient was found to have a pregnancy with contraceptive device ("pregnancy (stillbirth or miscarriage)"). On an unknown date, the patient experienced abortion spontaneous (seriousness criterion medically significant), genital haemorrhage ("gen abnormal bleeding"), bacterial vaginosis ("bacterial vaginosis") and post procedural complication ("post removal complications"). The patient was treated with surgery (essure device removal scheduled date: (B)(6) 2019). Essure was removed on (B)(6) -2019. At the time of the report, the device expulsion, pregnancy with contraceptive device, abortion spontaneous, pelvic pain and genital haemorrhage had resolved and the vaginal haemorrhage, menorrhagia, vaginal infection, depression, anxiety, bacterial vaginosis and post procedural complication outcome was unknown. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 4, para 3. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first and second trimesters. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abortion spontaneous, anxiety, bacterial vaginosis, depression, device expulsion, genital haemorrhage, menorrhagia, pelvic pain, post procedural complication, pregnancy with contraceptive device, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: she had been treated for pain, bleeding, stillbirth/miscarriage, migration. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2014: essure device was successfully occluded; on (B)(6) 2014: total bilateral occlusion unilateral occlusion (left tube occluded) unilateral occlusion (right tube occluded). Concerning the injuries reported in this case, the following one were described in patients medical record: vaginal bleeding. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 26-may-2020: quality-safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ('migration of essure device location of device: uterine cavity') and abortion spontaneous ('miscarriage') in a 36-year-old female patient who had essure (batch no. B53033) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included parity 3 ( (B)(6) 2001, (B)(6) 2004, (B)(6) 2013), multigravida, anemia, headache, absence of menstruation, myositis, myalgia, dermatitis, eczema, iron deficiency anemia, threatened abortion, fever, gallbladder disease, irritable bowel syndrome, irritable bowel syndrome, cholecystectomy (2005), rash, gallbladder sludge, functional gastrointestinal disorder and endometriosis. Previously administered products included for an unreported indication: penicillins allergy, ferrous sulfate, iud, norethindrone and cymbalta. Concurrent conditions included fibromyositis. Concomitant products included folic acid, hydrocodone bitartrate;paracetamol (norco), ibuprofen since (B)(6) 2013, intrauterine contraceptive device (iud nos), ketorolac, magnesium oxide (mag oxide), norethisterone (norethindrone), nystatin;triamcinolone and paracetamol (acetaminophen) since (B)(6) 2013. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2013, the patient experienced pelvic pain ("physical pain/ pain."), vaginal haemorrhage ("abnormal bleeding (vaginal )"), heavy menstrual bleeding ("menorrhagia"), depression ("psychological or psychiatric problems condition: depression,") and anxiety ("psychological or psychiatric problems condition: anxiety and mental anguish"), 1 month after insertion of essure. On 16-apr-2014, the patient experienced device expulsion (seriousness criteria medically significant and intervention required). On (B)(6) 2016, the patient experienced vaginal infection ("infection (bladder/urinary tract/vaginal) type: vaginal"). On (B)(6) 2016, the patient was found to have a pregnancy with contraceptive device ("pregnancy (stillbirth or miscarriage)/likely failing early pregnancy "). On an unknown date, the patient experienced abortion spontaneous (seriousness criterion medically significant), genital haemorrhage ("gen abnormal bleeding"), bacterial vaginosis ("bacterial vaginosis") and post procedural complication ("post removal complications"). The patient was treated with surgery (essure device removal scheduled date: (B)(6) 2019). Essure was removed on (B)(6) 2019. At the time of the report, the device expulsion, pregnancy with contraceptive device, abortion spontaneous, pelvic pain and genital haemorrhage had resolved and the vaginal haemorrhage, heavy menstrual bleeding, vaginal infection, depression, anxiety, bacterial vaginosis and post procedural complication outcome was unknown. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 4, para 3. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first and second trimesters. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abortion spontaneous, anxiety, bacterial vaginosis, depression, device expulsion, genital haemorrhage, heavy menstrual bleeding, pelvic pain, post procedural complication, pregnancy with contraceptive device, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: she had been treated for pain, bleeding, stillbirth/miscarriage, migration. There were 3 trailing coils on the right side and 5 trailing coils on the left side. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2014: essure device was successfully occluded; on (B)(6) 2014: total bilateral occlusion. Unilateral occlusion (left tube occluded). Unilateral occlusion (right tube occluded). Concerning the injuries reported in this case, the following one were described in patients medical record: vaginal bleeding. Most recent follow-up information incorporated above includes: on 13-may-2021: medical record received: reporter information, medical record and rcc were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ('migration of essure device location of device: uterine cavity') and abortion spontaneous ('miscarriage') in a 36-year-old female patient who had essure (batch no. B53033) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included parity 3 ((B)(6) 2001, (B)(6) 2004, (B)(6) 2013), multigravida, anemia, headache, absence of menstruation, myositis, myalgia, dermatitis, eczema, iron deficiency anemia, threatened abortion, fever, gallbladder disease, irritable bowel syndrome and irritable bowel syndrome. Previously administered products included for an unreported indication: ferrous sulfate, iud, norethindrone and cymbalta. Concurrent conditions included fibromyositis. Concomitant products included folic acid, hydrocodone bitartrate;paracetamol (norco), ibuprofen since (B)(6) 2013, intrauterine contraceptive device (iud nos), ketorolac, magnesium oxide (mag oxide), norethisterone (norethindrone), nystatin;triamcinolone and paracetamol (acetaminophen) since (B)(6) 2013. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2013, the patient experienced pelvic pain ("physical pain/ pain."), vaginal haemorrhage ("abnormal bleeding (vaginal )"), menorrhagia ("menorrhagia"), depression ("psychological or psychiatric problems condition: depression,") and anxiety ("psychological or psychiatric problems condition: anxiety and mental anguish"), 1 month after insertion of essure. On (B)(6) 2014, the patient experienced device expulsion (seriousness criteria medically significant and intervention required). On (B)(6) 2016, the patient experienced vaginal infection ("infection (bladder/urinary tract/vaginal) type: vaginal"). On (B)(6) 2016, the patient was found to have a pregnancy with contraceptive device ("pregnancy (stillbirth or miscarriage)"). On an unknown date, the patient experienced abortion spontaneous (seriousness criterion medically significant), genital haemorrhage ("gen abnormal bleeding"), bacterial vaginosis ("bacterial vaginosis") and post procedural complication ("post removal complications"). The patient was treated with surgery (essure device removal scheduled date: (B)(6) 2019). Essure was removed on (B)(6) 2019. At the time of the report, the device expulsion, pregnancy with contraceptive device, abortion spontaneous, pelvic pain and genital haemorrhage had resolved and the vaginal haemorrhage, menorrhagia, vaginal infection, depression, anxiety, bacterial vaginosis and post procedural complication outcome was unknown. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 4, para 3. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first and second trimesters. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abortion spontaneous, anxiety, bacterial vaginosis, depression, device expulsion, genital haemorrhage, menorrhagia, pelvic pain, post procedural complication, pregnancy with contraceptive device, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: she had been treated for pain, bleeding, stillbirth/miscarriage, migration. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2014: essure device was successfully occluded; on (B)(6) 2014: total bilateral occlusion unilateral occlusion (left tube occluded), unilateral occlusion (right tube occluded). Concerning the injuries reported in this case, the following one were described in patients medical record: vaginal bleeding. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 5-may-2020: pif received. Events gen abnormal bleeding, bacterial vaginosis, post removal complications added. Event outcome for pain, bleeding, stillbirth/miscarriage, migration changed to recovered. Event pregnancy was updated to nonserious. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ('migration of essure device location of device: uterine cavity'), pregnancy with contraceptive device ('pregnancy (stillbirth or miscarriage)') and abortion spontaneous ('miscarriage') in a (B)(6) year-old female patient who had essure (batch no. B53033) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included parity 3 ((B)(6) 2001, (B)(6) 2004, (B)(6) 2013), multigravida, anemia, headache, absence of menstruation, myositis, myalgia, dermatitis, eczema, iron deficiency anemia, threatened abortion, fever, gallbladder disease and irritable bowel syndrome. Previously administered products included for an unreported indication: ferrous sulfate, iud, norethindrone and cymbalta. Concurrent conditions included fibromyositis. Concomitant products included folic acid, hydrocodone bitartrate;paracetamol (norco), ibuprofen since (B)(6) 2013, ketorolac, magnesium oxide, norethisterone (norethindrone), nystatin;triamcinolone acetonide (nystatin and triamcinolone) and paracetamol (acetaminophen) since (B)(6) 2013. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2013, the patient experienced pelvic pain ("physical pain/ pain."), vaginal haemorrhage ("abnormal bleeding (vaginal )"), menorrhagia ("menorrhagia"), depression ("psychological or psychiatric problems condition: depression,") and anxiety ("psychological or psychiatric problems condition: anxiety and mental anguish"), 1 month after insertion of essure. On (B)(6) 2014, the patient experienced device expulsion (seriousness criteria medically significant and intervention required). On (B)(6) 2016, the patient experienced vaginal infection ("infection (bladder/urinary tract/vaginal) type: vaginal"). On (B)(6) 2016, the patient was found to have a pregnancy with contraceptive device (seriousness criterion medically significant). On an unknown date, the patient experienced abortion spontaneous (seriousness criterion medically significant). The patient was treated with surgery (essure device removal scheduled date: (B)(6) 2019). Essure was removed on (B)(6) 2019. At the time of the report, the device expulsion, pregnancy with contraceptive device, abortion spontaneous, pelvic pain, vaginal haemorrhage, menorrhagia, vaginal infection, depression and anxiety outcome was unknown. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 4, para 3. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first and second trimesters. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abortion spontaneous, anxiety, depression, device expulsion, menorrhagia, pelvic pain, pregnancy with contraceptive device, vaginal haemorrhage and vaginal infection to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2014: essure device was successfully occluded; on (B)(6) 2014: total bilateral occlusion. Unilateral occlusion (left tube occluded). Unilateral occlusion (right tube occluded). Concerning the injuries reported in this case, the following one were described in patients medical record: vaginal bleeding. Most recent follow-up information incorporated above includes: on 24-jun-2019: pfs&mr received reporter information, lot no was added. New event was added vaginal hemorrhage, menorrhagia, vaginal infection, pregnancy (stillbirth or miscarriage), device ineffective, miscarriage, depression, anxiety, migration of essure device location of device: uterine cavity. Concomitant drugs and historical drugs were added. Medical history was added. Lab test were added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.